Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery stopped holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg (sc-1160 sn: (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients battery stopped holding a charge. The patient underwent an ipg replacement procedure and was having great coverage postoperatively.